Event description:
Per the report received from italy, edwards received notification that this patient with an inspiris resilia valve implanted in aortic position was hospitalized to treat valve endocarditis which was diagnosed one month after index procedure.

Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Additional information h6: investigation findings and investigation conclusions h11: additional manufacturer narrative: early onset endocarditis (i.e. 60 days or less post-implant) generally reflects contamination arising in the perioperative period or at the time of surgery. Potential sources may include the patient own skin and access lines, air in the operating room, the coronary suction devices used during surgery and the heart lung bypass machine, and the prosthesis itself. No medical records or other empirical evidence were provided to confirm the reported endocarditis. Since there are multiple modes of contamination other than the prosthesis itself, and there is no evidence that the patient infection was device related, the event was likely due to patient and or procedural-related factors. A valve problem has not been confirmed.

Manufacturer narrative:
H11: additional manufacturer narrative: initially, it was reported that his valve implanted in the aortic position was explanted after an implant duration of 15 days due to endocarditis. The infecting organism was staphylococcus aureus. Through investigation it was learned that edwards multi-stage solution processing and the terminal ethylene oxide sterilization ensures that all microorganisms including the bacteria identified staphylococcus aureus, are rapidly inactivated. Prosthetic endocarditis is a serious complication of valve replacement and repair surgeries, despite improvements in protheses types, surgical techniques, and infection control measures. Late onset of endocarditis occurs due to the implant being seeded from an infection or microbial contamination from elsewhere in the body and is not related to the sterilization or packaging process. It can be concluded that the bioprosthetic valve, as supplied by edwards lifesciences, would not be the source of infection. Based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Manufacturer narrative:
Updated fields: a1, b2, b5, b7, d4 (serial number, expiration date), d6, g3, g6, h6 (health effect - impact code, investigation findings, investigation conclusions). H11. Additional manufacturer narrative: the investigation was re-opened to include additional information received. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification from italy that a valve model 11500a27 implanted in aortic position was explanted from a 53-year-old patient after an implant duration of 15 days due to endocarditis. The infecting organism was methycillin-sensitive staphylococcus aureus, methicillin-resistan. A non-edwards valve was implanted in replacement. As reported, both index and redo interventions were bentall procedures. Reportedly, after surgical treatment, the endocarditis repeated and the patient unfortunately passed away.